Manufacturer narrative:
To self-activate in both the cut and coag modes. The switching mechanism was visually inspected and water deposits were found. A failure analysis was conducted and reliability improvements to the pencil have been made which include material changes which improve the fluid resistance of the pencil switch.

Event description:
The customer indicated that the pencil self-activated. The pencil will be returned for eval.